Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion code no longer applies to this event.

Event description:
On (B)(6) 2015 the partial catheter segment and pump were returned.

Event description:
It was reported that the patient has had increased spasticity in (B)(6) 2014. The reporter initially thought it was related to pressure sores the patient had, but after the pressure sores healed the patient still had increased spasticity. The reporter mentioned that over time the dose increased from 570mcg/day to 651mcg/day with no result. The reporter noted there were never any volume discrepancies at refills. An indium dye study was performed (B)(6) 2015 and the indium never left the pump /never ¿made it to the catheter.¿ the pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the catheter found c300. The catheter body was broken. Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l78413, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the dye study was done on (B)(6) 2015. There was no evidence of the tracer migration into the pump tubing, spinal column, or cerebral hemisphere. The patient had a new pump placed on (B)(6) 2015. It was found that the distal lumbar catheter was severed. The catheter was seen in the "epifacial space". The intrathecal component of the catheter was not removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had increased spasticity. It was thought it was related to pressure sores that the patient had, but after the pressure sores healed, the patient still had increased spasticity. It was noted there was never any discrepancies in volume at refills. It was noted the healthcare provider (hcp) ordered an indium study and the indium never left the pump. It was further noted the patient had lost a sizeable amount of weight and the hcp believed that the pump had rotated at some point. Over time, the dose was increased from 570 mcg/day to 651 mcg/day with no result. The patient had an upcoming revision, but the hcp wasn't sure when. It was later reported there were issues of volume discrepancies at refills. The catheter was determined to be severed. An explant was to be performed on (B)(6) 2015. The physician was to remove any portion outside the intrathecal space. Any catheter in the intrathec al space was to be left there. The patient status at the time of this report was 'alive- no injury.' The drug being delivered via the device system was lioresal. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.